Manufacturer narrative:
Additional information received 25 may 2016 and includes: no infection was found, just hematoma. Batch review performed on 06 june 2016. (B)(4). Not available.

Event description:
The patient came in due to signs of infection. The surgeon performed an I & d and swapped the poly. The surgery was completed successfully. X-rays and explants are not available.

Manufacturer narrative:
On (B)(6) 2016, it was prepared a final report with the information already submitted in the initial report. On (B)(6) 2016, the report was sent to the initial reporter and the case was closed.